Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation of the returned subject controller revealed an electrical component in the foot control assembly recognition circuit failed, thus preventing the subject controller from recognizing a known good foot control assembly. The complaint was verified and the root cause was determined to be an electrical component failure.

Event description:
It was reported that the foot switch didn't respond. A non-smith and nephew back up was used. No patient injuries were reported.